Event description:
It was reported that the gastrointestinal videoscope displayed a scope communication error message. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: rainbow image on screen, white residue on air water channel. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: rainbow image on screen due fluid on connector. Additionally, for the white residue on air water channel the most probable cause of the complaint was not established and for the customer reported failure the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.